Manufacturer narrative:
UDI: unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported that the surgeon was not able to change the pressure setting of hakim valve (article number and lot number are unknown) on (B)(6) 2017. The patient's condition is under monitoring. The patient will be sent back to the hospital where the implantation surgery was performed (doi is unknown). The surgeon suspected that the MRI might be affected. No further information was provided by the hospital.